Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a neuro-interventional procedure was performed, it was a treatment for epistaxis (hemorrhage from the nose) which was successful. A 6f angio-seal vip was inserted for closure of the puncture site in the left artery femoral. The locate the artery step was performed without problems. During the set of the anchor step the tube was inserted without complications, when the pullback step was done for setting the anchor there was no resistance felt and the device could be pulled back very easy, and no suture was seen. When they removed the product it was inspected, it was seen that there was no anchor, no suture or no collagen in situ. The doctor performed manual compression closure without any complications. No additional blood loss reported. It was reported there was no harm to the patient related products in the procedure: progreat micro cath 2.7f and embolisation material. Additional information received on december 12, 2018: it was reported that there was no anchor, suture and collagen was left in the patient, and was not found in the tubing of the angio-seal. According to the user the angio-seal was "empty".

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. Results 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was returned for evaluation. The arteriotomy locator and guide wire were returned with the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Visual inspection of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. No other anomalies were noted. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present had properly posted to the distal tip. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.